Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a button error alarm. Customer¿s blood glucose value was 217 mg/dl and 307 mg/dl. Customer stated that the blood glucose was not too high nor too low. The product will return for the analysis.